Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the battery indicated a low capacity. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.